Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to indication of chronically painful total ankle and presumed aseptic loosening. Joint aspiration cultures negative. Joint fluid synovasure negative. Based on exam, serial radiographs over the past 18 months and spect-CT, reasonable suspicion for at least talar component loosening. The physician intends to revise talus, at a minimum, but will assess tibial component stability intraoperatively.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Correction - h6 (device code) the reported event could be confirmed, based on available CT scans and healthcare professional assessment the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "tibial (construct): there is clear radiolucence and some smaller and larger cysts visible around the stem and the tray. Loosening is very likely, although the hcp does not confirm. Migration is not visible, though. Pe: there is no sign of separation of the pe from the tibial tray. There is no indirect sign of loosening or breakage. Talar (construct): the talus shows radiolucence and some cysts as well and loosening is likely, and is also suspected by the treating surgeon. There is no clear sign of migration, though." Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and large cyst around both tibial and talar components. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to indication of chronically painful total ankle and presumed aseptic loosening. Joint aspiration cultures negative. Joint fluid synovasure negative. Based on exam, serial radiographs over the past 18 months and spect-CT, reasonable suspicion for at least talar component loosening. The physician intends to revise talus, at a minimum, but will assess tibial component stability intraoperatively.